Event description:
It was reported that high thresholds were observed on the left ventricular lead since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however white substance noted and blood was noted on distal conductor (not obstructed); full lead in segments returned and analyzed.